Event description:
It was reported by the customer that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the occlusions by changing the cartridge and resuming insulin.